Event description:
It was reported that review of controller periodic log file found that the controller, serial number (B)(6), was exchanged on (B)(6) 2023. Controller (B)(6) was exchanged back to being the patient's primary controller on (B)(6) 2023. Controller (B)(6) is reported under MFR# 2916596-2023-05976.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange on 24may2023 was confirmed via review of the submitted log files from hsc-109189. The submitted periodic log file contained approximately 10 days of data (05mar2023 - 12mar2023 and 24may2023 ¿ 27may2023 per timestamp). Hsc-109189 appeared to be disconnected sometime after 23:25:38 on 12mar2023 and was not put into patient use again until sometime between 9:27 and 10:27 on 24may2023. Multiple attempts were made to obtain the serial number of the controller that was in use from 12mar2023 to 24may2023 as well as the reason for the controller being exchanged; however no additional details were provided. No products were returned for evaluation, and the root cause of the equipment exchange could not be conclusively determined through this analysis. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables.the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the heartmate 3 system controller were not able to be reviewed, as the serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.